Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the rear cover hinge bracket for the kickstand is damaged. There was no patient involvement, no health consequences nor impact at this time.

Manufacturer narrative:
The initial report, MFR report number 3003832357-2025-000418, should've been sent as a complete. Coding updated.